Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient dislocated, doctor extracted stem and universal ceramic head and replaced eccentric liner with mdm liner.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: as part of a mar review explantation damage was identified on the liner. No material integrity issue was identified. Dimensional inspection: a dimensional inspection was not performed due to the explantation damage identified on the device. A review indicated that all devices accepted into final stock met the dimensional and visual requirements. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Patient dislocated, doctor extracted stem and universal ceramic head and replaced eccentric liner with mdm liner.